Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a donation bag with a leukoreduction filter, and a segment tube was returned for investigation. Aggregation was observed in the donation bag. An air tightness test was performed and confirmed that no air leaks were observed in any location. The filter was disassembled and the appearances of the filter membranes were observed; the returned membranes' appearance did not differ from conforming product; wbcs were noted to be accumulated in the filters. A slow filtration time was observed during a saline rinse. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. Root cause: a definitive root cause for this failure could not be determined. There were no anomalies in noted in the manufacturing or testng and inspection records for this lot. The following are common root causes:-characteristics of donor blood-leukocyte leakage related to pressure loaded on filter membranes

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) this report is being filed due to a device malfunction that has the potential for injury.